Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 13:47:40 on (B)(6) 2024. At 07:27:10 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 07:27:57, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 07:28:55, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was idioventricular rhythm @ 20 bpm with CPR/motion artifact. At 07:37:39, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 07:39:59, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The electrode belt was disconnected at 08:03:07 on (B)(6) 2024.